Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed. The physician then noted that there was a little ledge on the stent and felt like there was a stent strut "erased". The procedure was completed using another synergy stent. No patient complications were reported and the patient was doing fine.